Manufacturer narrative:
The returned product consisted of the nc emerge balloon catheter. The device was visually and microscopically examined. There was blood and contrast in the inflation lumen, blood in the guidewire lumen, and the balloon was loosely folded. At the distal end of the proximal waist, the guidewire lumen was separated. At 9mm distal from the proximal waist, the balloon had a full circumferential tear. The device was returned incomplete as the distal portion of the balloon, tip, markerbands, and guidewire lumen failed to return for further analysis. Based on the reported information, the reported events likely occurred due to factors encountered during procedural use as the patient characteristics are limited and there is not enough evidence to suggest patient relation. Therefore, based on a thorough review of the reported complaint, the most probable cause for the reported events and confirmed damages was considered adverse event related to procedure.

Event description:
It was reported that a balloon rupture occurred. An nc emerge mr, ous 2.50 x 15mm was selected for use for treatment. During the procedure, the nc emerge balloon had ruptured. The ruptured piece of the balloon remained in the patient's right coronary artery (rca). Attempts were made to retrieve the ruptured fragment, however these attempts were unsuccessful.

Event description:
It was reported that a balloon rupture occurred. An nc emerge mr, ous 2.50 x 15mm was selected for use for treatment. During the procedure, the nc emerge balloon had ruptured. The ruptured piece of the balloon remained in the patient's right coronary artery (rca). Attempts were made to retrieve the ruptured fragment, however these attempts were unsuccessful.